Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Error code 1003 was noted which is indicative of battery voltage being too low for the projected longevity. Depletion could result in inaccurate indicators which could cause the device to prematurely deplete. This could leave the patient unprotected if therapy was required and the voltage was too low to provide therapy. Subsequently the device was explanted.